Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were hypersensitive when pressed causing the pump to jump to screens that were not intended. The reporter confirmed that there was no trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the keypad was found to be fully intact with no damage observed. The keypad buttons were tested and confirmed to be responding appropriately to button presses; no hypersensitive buttons were found. The keypad was removed and no button contact defects were found. Unrelated to the complaint the battery compartment was found to be cracked and the displays screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.